Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "surgeon was using screwdriver shaft listed above to place screw cat # 2030-6525-1 (lot # mlh3n2). With screw almost entirely seated, most distal tip of screwdriver shaft broke off in the head of screw. Surgeon felt screw was seated well enough to trial properly and felt comfortable that ceramic liner cat # 625-ot-32e (lot #38175502) seated fully."